Manufacturer narrative:
Device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in south africa. On (B)(6) 2024, it was reported that the patient experienced issues with 4 infusion sets where cannula was kinked. The patient noticed symptoms within 3 hours of insertion. The site of insertion was the abdomen, and the patient regularly rotates site locations. The site area was not impacted, and the patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.